Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included viral meningitis, weight gain, tonsillectomy and stye. Previously administered products included for contraception: beyaz from 2003 to 2004. Concurrent conditions included feeling hot, feeling cold and chronic cervicitis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems") and alopecia ("hair loss"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vulvovaginal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, mood swings, migraine, nausea, tooth disorder and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion detail- 4 coils on right and 4 coils on left side. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:hair loss, menorrhagia. Most recent follow-up information incorporated above includes: on 22-jul-2019: plaintiff fact sheet and medical record was received. Events added from pfs- mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), pain, migraine headache¸ nausea, dental problems, dyspareunia (painful sexual intercourse), vaginal discharge, hair loss¸ vaginal pain, she did not undergo confirmation test. Reporter information, medical history, events onset date were added. Event-injury was deleted. Device category changed from device other event to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.